Manufacturer narrative:
E1: patient city: (B)(6). Patient country: united states. H11: since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through post marketing surveillance (pms) product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the on market quality review (omqr) procedure.

Event description:
Reference number (B)(4). Event occurred in the united states, it was reported that on (B)(6) 2024 patient was hospitalized and got suffer with disease multiple sclerosis about a week and patient also took treatment for high blood glucose i.e. IV drip and current blood glucose value is 269 mg/dl. The length of hospitalization is greater than 24 hours and the time and date of hospitalization is (B)(6) 2024. No further information available.